Event description:
It was reported that their insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. Edit as per description. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).